Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports during the intrusion of the probe into the patient, force was required to remove the guide wire and the blue guide wire cap (stylet) disconnected. Without the cap (stylet) the guide wire becomes piercing/sharp. The guide wire did not perforate the tubing.